Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the mildly calcified and mildly tortuous proximal right coronary artery. The physician advanced the 3.0x15mm apex balloon catheter to the lesion and was able to cross "with some difficulty". The physician inflated the balloon to 8atms on the first inflation. On the second inflation, the physician inflated the balloon to 10atms and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Patient's status is reported as "good"

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. (B) (4)